Manufacturer narrative:
Correction: evaluation result code was corrected.

Event description:
It has been reported to philips that all the allura stand movements are not available. The device was in clinical use. Philips has started an investigation of the complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use as the issue occurred during coronary planned treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the there were no table movements possible as the table geometry was not working. Review of log files confirmed the reported problem. The fse tried to perform restart, but it did not have any positive impact on the reported issue. Upon further inspection, the fse found that the issue was with the amc (advanced motion control) dual axis drive dpe2xph01 and pd (power distribution) scomp fuses. The fse replaced amc dual axis drive dpe2xph01 and pd scomp fuses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.